Event description:
Technical services was contacted for a report of pocket erosion. The ICD was explanted years before because the pt was uncomfortable and complained of pocket pain. The surgeon at that time removed the device and cut the leads, but did not cap them. The surgeon removed all but 1 inch and the helix of the epicardial lv lead. Now a different physician observed pocket erosion and when the pocket was opened, the lead "sprang out". The physician blamed the original surgeon for not capping the leads. Both the atrial and rv leads were laser extracted. The physician noted that there were externalized conductors observed once the leads were lasered out of the body.